Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (medication, dose, rate and volume unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced during flow rate testing by device evaluation and device investigations. The reported over infusion was verified. Physical and visual inspection found the finger and valve pressure plate travels to be out of specification. Further inspection found the door hook shims to be missing with impressions of the shims to be evident on the door hooks; this indicates the shims were removed by the customer post-manufacturing, causing the reported symptom. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The door hook shims were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.